Event description:
Allegedly patient had infected graft jacket. Rotator cuff repair with open technique used. Required debridement plus secondary debridement. 4-5 days after second irrigation, graft jacket removed and allegedly had "melted" and became "mushy". Graft jacket was used as a bridge between cuff and bone and also cuff-to-cuff. Fairly big opening - 1 x 2cm or larger. Organism was coag. Negative staph, 2nd culture was "staph-like" organism.